Event description:
It was reported that during a procedure performed on (B)(6) 2015 the tip of the reform polyaxial driver (39-sp-0700) broke off in the head of a reform 8.5 x 80 mm polyaxial pedicle screw during insertion. The tip was broken off flush and was left in the screw allowing the rod to be locked down over the screw as required. There was no delay reported as a result.

Manufacturer narrative:
This is reported as a serious injury due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the pt. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Investigation is in progress but not complete. A follow up medwatch report will be filed upon completion.